Event description:
It was reported that during a procedure the metal tip broke off. It was further reported that there was no adverse consequences to the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.